Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The pump was returned for analysis. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. The device passed all post sterile inspection checks.

Manufacturer narrative:
A.4 is unknown. No product was returned. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of the impella. The device history review was completed and the device passed all post sterile inspection checks.

Event description:
The complainant reported that implantation of an impella 5.5 was unsuccessful due to the patient's vasculature and kinking of the impella guidewire. The patient survived. This report represents the pump. Another report was submitted to represent the guidewire. Refer to section h.10 for the related report number.